Event description:
It was reported that the stent was deployed in the femoral artery and was then post-dilated to 12 bar. Following stent post-dilatation, imaging showed two notches in the stent. The physician considered these to be stent fractures. There was no report of injury to the pt.

Manufacturer narrative:
This report is being submitted, as this report is the same or similar to a device PMA# p070014 currently distributed in the u.s. The review of the mfg records performed sowed that no remarkable incidents occurred. The device remains implanted, therefore, a sample eval cannot be performed. The event investigation is currently underway.